Event description:
It was reported that the customer dropped his pump and had a motor error alarm. Customer stated that when he got out of bed, the pump hit the floor and was working okay until the motor error occurred. Customer thought his reservoir was low. Customer changed it out, but an hour and a half later, it started beeping and it rebooted. Pump said bad battery and now pump is working again. Customer changed the battery after the failed battery test. Customer stated that there was no visible damage to the pump. Pump passed the self test. It was found that the battery compartment was corroded. Customer stated that last month there was an issue with the battery and the wrapper peeling off the battery. Troubleshooting was performed. It was explained that this was normal pump behavior. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with normal operating currents. No unexpected failed battery test, low battery, battery error or battery out limit alarm noted. The insulin pump has stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.